Event description:
Resident was being transfered from wheelchair to bed by 2 assts, when the lift broke. Two attending cna's lowered residents to floor. Resident didn't sustain any injuries. It appears that the cutter pin broke on the pump arm.